Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the ep (electrophysiology) physician was using a precision device to access a jugular vein in a patient. The physician got access and tried to put the wire into the needle hub. The wire would not enter the needle and they could not get the wire to enter needle tube. They then got a different needle and gained access. The patient was reported to be stable. The procedure outcome was successful. Additional information was received on 9/6/2018: the patient was having an ep (electrophysiology) procedure done.